Event description:
The following was reported to davol via maude event report (B)(4): "my wife can not get help. She has been suffering with this "femoral" pelvic hernia mesh that broke years ago and no one will help us. She was (B)(6) and down to [unk] and still, no one will help us. We have went to doctors, all over the state and still no one will help us. I don't want my wife to die from this, but that is the way its going because no one will help us." Per additional information provided by the patient's husband: on (B)(6) 2008 the patient was implanted with a mesh device. Contact stated that they do no have records from the case and do not now what product was used. It is alleged that the patient developed pain and that the mesh "broke" during normal daily moments. Patient has lost weight and alleged that she has bowel blockage due to scar tissue associated to the mesh. The patient's husband alleges that they have been unable to find a surgeon to help them. He alleges the patient is not taking pain medication and is permanently disabled.

Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. The patient's husband was unable to provide product identifiers for the implanted mesh. Therefore, at this time it is unclear if the implanted mesh is a bard/davol device. As such the device in question is being reported as a bard/davol flat mesh and will be updated when/if produce identification information is provided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)